Event description:
Facility alleges blood leak during dialysis. Chief tech reports fiber leak occurred on an 11th use dialyzer. Blood circuit discaarded. Estimated blood loss >100cc. Treatment restarted with new dialyzer and lines. No further medical intervention required. No pt injury reported.